Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
Us complainant reported that a patient was on impella 5.5 support. Upon booting up the console to initiate case, purge system failure occurred on automated impella controller (aic). No patient harm has been reported.

Manufacturer narrative:
Corrections to the initial MFR report: g1 MDR reporting contact email. H6 type of investigation code added.